Event description:
The dealer called to investigate options to loosen the grip of the sling on a patient. Allegedly the sling is so tight on a larger patient that she is passing out. (B)(6) did not have specifics as to type of lift or size of sling being used. Suggested to provider to check the size of the sling to ensure is the appropriate size to support the girth of that particular patient.